Event description:
The reported event was that the conmed airseal assist trocar broke and fell inside the patient. The fragment was retrieved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).